Event description:
Complainant's biomedical dept alleged that the device's displayed characters were fading so they tapped the top of the housing and then lost all display. The complainant indicated that there was no pt involvement in the reported failure.